Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal/chronic pain') and myelitis transverse ('transverse myelitis') in a (B)(6) female patient who had essure (batch no. 11879401) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they had to reinsert the coils at the time of placement/not going in correctly". The patient's medical history included depression and migraine. Previously administered products included for an unreported indication: iud from 2002 to 2007. Concomitant products included alprazolam (xanax) from 2013 to 2015, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2013 to 2015, amitriptyline from 2013 to 2015, diclofenac from 2013 to 2015, duloxetine hydrochloride (cymbalta) from 2013 to 2015, gabapentin (neurontin) from 2014 to 2016, hydroxychloroquine from 2014 to 2016, oxybutynin from 2013 to 2015, sulfasalazine from 2013 to 2015 and vortioxetine hydrobromide (trintellix) from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced myelitis transverse (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), fatigue ("fatigue"), nausea ("nausea"), back pain ("pain: back"), pain in extremity ("pain: legs/arms"), neck pain ("pain: neck"), eczema ("rashes or skin condition:eczema") and anxiety ("anxiety"). On an unknown date, the patient experienced perinatal depression ("depression (post-partum)") and depression ("psychological or psychiatric problems condition:depression"). The patient was treated with antibiotics, ibuprofen and surgery (bilateral salpingectomy, supracervical hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, myelitis transverse, bladder disorder, urinary tract disorder, fatigue, headache, nausea, back pain, pain in extremity, neck pain, eczema, anxiety, weight increased, fibromyalgia and depression outcome was unknown, the dysmenorrhoea had resolved and the migraine and perinatal depression was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, eczema, fatigue, fibromyalgia, headache, migraine, myelitis transverse, nausea, neck pain, pain in extremity, perinatal depression, urinary tract disorder and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-jul-2019: plaintiff fact sheet was received. The case is incident. Previously reported event ¿injury to herself¿ was updated to more specified events ¿pain: abdominal/chronic pain, transverse myelitis, bladder or urinary problems or changes: unspecified, dysmenorrhea (cramping), fatigue, migraines, headaches, nausea, pain: back, pain: legs/arms, pain: neck, eczema, depression (post-partum), anxiety, weight gain, fibromyalgia and they had to reinsert the coils at the time of placement/not going in correctly.¿ reporter, demographics, historical medication, medical history, lab data, essure indication (amended), essure removal date; essure lot number; treatment/concomitant medications were added. Event ¿dysmenorrhea (cramping)¿ outcome was updated to recovered/resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal/chronic pain') and myelitis transverse ('transverse myelitis') in a 32-year-old female patient who had essure (batch no. 11879401) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they had to reinsert the coils at the time of placement/not going in correctly". The patient's medical history included depression and migraine. Previously administered products included for an unreported indication: iud from 2002 to 2007. Concomitant products included alprazolam (xanax) from 2013 to 2015, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2013 to 2015, amitriptyline from 2013 to 2015, diclofenac from 2013 to 2015, duloxetine hydrochloride (cymbalta) from 2013 to 2015, gabapentin (neurontin) from 2014 to 2016, hydroxychloroquine from 2014 to 2016, oxybutynin from 2013 to 2015, sulfasalazine from 2013 to 2015 and vortioxetine hydrobromide (trintellix) from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In january 2014, the patient experienced myelitis transverse (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), fatigue ("fatigue"), nausea ("nausea"), back pain ("pain: back"), pain in extremity ("pain: legs/arms"), neck pain ("pain: neck"), eczema ("rashes or skin condition:eczema") and anxiety ("anxiety"). On an unknown date, the patient experienced perinatal depression ("depression (post-partum)") and depression ("psychological or psychiatric problems condition:depression"). The patient was treated with antibiotics, ibuprofen and surgery (bilateral salpingectomy, supracervical hysterectomy). Essure was removed on(B)(6)2016. At the time of the report, the abdominal pain, myelitis transverse, bladder disorder, urinary tract disorder, fatigue, headache, nausea, back pain, pain in extremity, neck pain, eczema, anxiety, weight increased, fibromyalgia and depression outcome was unknown, the dysmenorrhoea had resolved and the migraine and perinatal depression was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, eczema, fatigue, fibromyalgia, headache, migraine, myelitis transverse, nausea, neck pain, pain in extremity, perinatal depression, urinary tract disorder and weight increased to be related to essure. The reporter commented: current weight 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) to which all information was transferred, then this duplicate record # (B)(4) will be deleted. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal/chronic pain') and myelitis transverse ('transverse myelitis') in a 32-year-old female patient who had essure (batch no. 11879401) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they had to reinsert the coils at the time of placement/not going in correctly". The patient's medical history included depression and migraine. Previously administered products included for an unreported indication: iud from 2002 to 2007. Concomitant products included alprazolam (xanax) from 2013 to 2015, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2013 to 2015, amitriptyline from 2013 to 2015, diclofenac from 2013 to 2015, duloxetine hydrochloride (cymbalta) from 2013 to 2015, gabapentin (neurontin) from 2014 to 2016, hydroxychloroquine from 2014 to 2016, oxybutynin from 2013 to 2015, sulfasalazine from 2013 to 2015 and vortioxetine hydrobromide (trintellix) from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced myelitis transverse (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), fatigue ("fatigue"), nausea ("nausea"), back pain ("pain: back"), pain in extremity ("pain: legs/arms"), neck pain ("pain: neck"), eczema ("rashes or skin condition:eczema") and anxiety ("anxiety"). On an unknown date, the patient experienced perinatal depression ("depression (post-partum)") and depression ("dpsychological or psychiatric problems condition:depression"). The patient was treated with antibiotics, ibuprofen and surgery (bilateral salpingectomy, supracervical hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain, myelitis transverse, bladder disorder, urinary tract disorder, fatigue, headache, nausea, back pain, pain in extremity, neck pain, eczema, anxiety, weight increased, fibromyalgia and depression outcome was unknown, the dysmenorrhoea had resolved and the migraine and perinatal depression was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, eczema, fatigue, fibromyalgia, headache, migraine, myelitis transverse, nausea, neck pain, pain in extremity, perinatal depression, urinary tract disorder and weight increased to be related to essure. The reporter commented: current weight 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) to which all information was transferred, then this duplicate record # (B)(4) will be deleted. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.